Event description:
It was reported that this lead was attempted to be implanted for deep septal pacing. Once placed, there was difficulty in pacing and capturing, and the pacing threshold measurements were high. Also, the associated catheter in use became very malleable and hindered positioning the lead. The attempted lead was cut for removal and was and discarded, and a new lead was implanted in a conventional placement. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.